Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly and needle mechanism assembly found no evidence of any damage or manufacturing deficiencies that would result in the cannula dislodge. A root cause for the reported cannula dislodge could not be determined. The exposed portion of soft cannula was found to be flattened near the distal tip. During leak test, fluid was observed leaking through a tear on the exposed portion of soft cannula. It could not be determined when this damage to soft cannula occurred. Pod download data did not indicate any pulse width increases or signs of struggle in insulin delivery during operation. Cracks were found on the top housing. It could not be determined when these cracks occurred. Inspection of the device along with the data suggest that the cracks had no effect on the ability of the device to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. The cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Changing your pod,  chapter 3 / page 34:  warnings:   check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged.  If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod.  Checking your blood glucose,   chapter 4 / page 36:  warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached over 300 mg/dl while wearing the pod between 24 and 36 hours. Patient stated the cannula dislodged from the infusion site (leg); the cannula also appeared bent upon removal. As treatment, a new pod was applied and a bolus was being delivered at the time of reporting.